Event description:
While attempting to do a ptca, the 4.5 guiding catheter became kinked. In attempt to 'unkink' the catheter, a .038 guide wire was inserted. While manipulating wire and catheter, catheter snapped in two, sheath became perforated. Attempts made to extract catheter by interventional radiology unsuccessful. Pt brought to surgery for removal of perforated segment.